Event description:
Implantation of a right unicompartmental knee prosthesis in (B)(6) 2012 and external facetectomy. Three months later: diffuse pain stress. Seven months later: worsening of mechanical pain, well localized in the medial tibia part only in support and at each support.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.